Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
Us legal. It was reported that, after a bhr tha was performed on (B)(6) 2007 due to severe osteoarthritis, pain, restriction of motion and interference with daily activities, the plaintiff experienced failure of tha for metal-on-metal complication. This adverse event was treated with a revision surgery on (B)(6) 2021, in which metal debris, trunnion, and corrosion were noticed. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patients right hip. As of today the devices used in treatment have been requested but have not become available. Without definitive lot numbers, a complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. A risk management review was performed for the head and cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of prior escalation actions was completed using the information available, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical information was reviewed. The clinical information provided the corrosion and black debris on the trunnion, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.